Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced the endoscope controller (ec) and the fiber optic cable assembly to resolve the issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, that prior to docking, a couple of non recoverable faults occurred. Prior to calling the intuitive tech support engineer (tse), the caller power cycled the system, with no change. Errors 40084, 40241, and other endoscope controller (ec) errors, were observed in the system logs. The tse walked the caller through disconnecting the endoscope and hard power cycling the vision side cart (vsc), ec, and video processor (vp). The caller also reseated the gray and orange fiber cables at both ends, with no change. The caller advised that the surgeon likely was going to proceed with the case laparoscopically. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endoscope controller (ec) to perform failure analysis. The reported complaint was confirmed which indicates that the device may have contributed to the customer reported issue. Error 40084, 40241, and other ec errors were observed in the system logs. The ec was installed with a printed circuit assembly (pca) test system, which launched in maintenance mode to program the software. System start-up failed with error 48101, which means a node had a i2c bus error. The endoscope controller power distributor (ecpd) was not presenting on the gemini app. After troubleshooting, it was discovered that the usb port on the ecpd had failed.

Event description:
Refer to h10/h11 for follow-up information.